Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2007, the patient heard a "crackly" sound with volume fluctuations, followed by a complete lack of sound through the speech processor five days later. An examination of the device was carried out by med-el on thirteen days later, and it was confirmed that the device has malfunctioned.